Event description:
It was reported that during use the device did not alarm. Adverse patient effects are unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. No physical damage was found on the device. Per functional testing, it was confirmed that the electronic alarm was not activated. The complaint was confirmed. The root cause was due to the failure of the interface board and main alarm printed circuit board (pcb) inside the main unit. It was unknown what caused the failure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the pcb and oscillator assembly. The device passed all functional and delivery tests.

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The following fields were updated with corrections: b5, h6 clinical & impact codes.

Event description:
It was reported that during use the device did not alarm. There was patient involvement and unknown patient harm/adverse event reported.